Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart error, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No excessive no delivery alarms were noted. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that top of the insulin pump's reservoir chamber was broken. Customer's blood glucose level was 401 mg/dl. The customer treated her blood glucose level with a bolus using the insulin pump and syringe. The insulin pump alarmed no delivery. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.